Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device has burning smell, particles in device, device is noisy, blowing hot air, cough, sore throat. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning smell, particles in device, device is noisy, blowing hot air, cough, sore throat an issue related to a CPAP device's. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an black particle contamination on the top enclosure was consistent with degraded sound abatement foam, front and rear panels had a few tiny pieces of degraded sound abatement foam on them. Blower box had a few particles of the degraded sound abatement foam on it. Black particle contamination on the bottom enclosure was consistent with degraded sound abatement foam.unknown brown and black contamination at the air inlet of the blower box. Brown contamination was on the top enclosure. Unknown white dust-like contamination was on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, potential mineral deposit spots on the bottom of the blower motor and the blower box, indicating potential liquid ingress, black potential hair/fibers contamination on the blower box. Brown dust-like contamination on the blower box lid. Unknown black potential hair/fibers contamination on the front panel. Unknown brown contamination on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. Themanufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.